Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 2222245. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that during use with bd¿ prn adapter the prn had loose connection and leaked. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: 2023.5.24 a new heparin cap was inserted with an indwelling needle after laparoscopic operation in ward 29. The cap mouth of the heparin cap connected to the scalp needle was leaking and could not be used normally. A new heparin cap was replaced and used normally without causing adverse harm to the patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd¿ prn adapter the prn had loose connection and leaked. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: (B)(6) 2023. A new heparin cap was inserted with an indwelling needle after laparoscopic operation in ward 29. The cap mouth of the heparin cap connected to the scalp needle was leaking and could not be used normally. A new heparin cap was replaced and used normally without causing adverse harm to the patient.